Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to patient allegations of swelling, pain, headaches, memory loss, fatigue, hair loss, burning, skin rashes and elevated metal ion levels. The modular head, taper adapter and acetabular cup were removed and replaced and a liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." "Elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02999 and 03000).